Event description:
The patient reportedly developed a skin flap infection. The patient was treated with ceftazidime for several months. The patient also underwent a debridement procedure on (B)(6) 2010. The patient's device was explanted. The patient's infection is currently resolved.